Event description:
While rn (registered nurse) was pushing sq (subcutaneous) injection the connection between the chemo cap and needle (25g 5/8") was showing noticeable leaking (approximately 4 drops).